Event description:
Customer reported an increase in low positive samples for their sars-cov-2 tma runs. Hologic technical support (ts) reviewed wl (B)(4) using assay lot 286039 on panther instrument sn (B)(4) which had 28 positives out of 248 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and noticed none of the positive samples were clustered or sequential; since the negative control was valid, ts suggested there could have been sample mishandling or workflow issues. Pas later discovered that there was a contamination issue in the lab; customer had not been cleaning sample racks frequently enough, and there was a small amount of buildup around the left liquid waste bottle connection. Hologic field application specialist (fas) went onsite to clean the lab and advise customer on improvement to their workflow. Pas reviewed the runs that were done after the cleaning, and there was no sign of contamination or hardware/reagent preparation issues. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.